Manufacturer narrative:
The reported product is not expected to be returned . A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported scan readings of 106 mg/dl and 85 mg/dl, and self-treated with chocolate. A couple hours later, the customer performed a capillary test, and obtained a value of 360 mg/dl. As the customer felt unwell, she went to a medical center. A healthcare meter reading of 488 mg/dl was obtained, as compared to a sensor scan of 'lo' (< 40 mg/dl). The customer was referred to an emergency room where a blood glucose reading of 500 mg/dl was obtained, and the customer was treated with insulin and fluid infusion for diagnosis of hyperglycemia. The results of healthcare meter and sensor scan when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Sensor kit expiration date is 18 oct 2019. The medical event associated with this complaint case occurred on (B)(6) 2019 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported scan readings of 106 mg/dl and 85 mg/dl, and self-treated with chocolate. A couple hours later, the customer performed a capillary test, and obtained a value of 360 mg/dl. As the customer felt unwell, she went to a medical center. A healthcare meter reading of 488 mg/dl was obtained, as compared to a sensor scan of 'lo' (< 40 mg/dl). The customer was referred to an emergency room where a blood glucose reading of 500 mg/dl was obtained, and the customer was treated with insulin and fluid infusion for diagnosis of hyperglycemia. The results of healthcare meter and sensor scan when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report: section d4 has been updated to reflect device expiration date. Section h4 has been updated to reflect device mfg date. Section h10 has been updated to reflect correct product investigation.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported scan readings of 106 mg/dl and 85 mg/dl, and self-treated with chocolate. A couple hours later, the customer performed a capillary test, and obtained a value of 360 mg/dl. As the customer felt unwell, she went to a medical center. A healthcare meter reading of 488 mg/dl was obtained, as compared to a sensor scan of 'lo' (< 40 mg/dl). The customer was referred to an emergency room where a blood glucose reading of 500 mg/dl was obtained, and the customer was treated with insulin and fluid infusion for diagnosis of hyperglycemia. The results of healthcare meter and sensor scan when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.